Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the left intertan nail and the single sliding trigen low profile screw were placed. The distal locking was performed in the hole and the trigen low profile screw stopped advancing approximately 7mm to reach the second cortex. The screw head separated and did not allow advancement. The physician decided to retrieve the fragment with an adjustable pressure forceps but screw head broke. The shaft of the screw was left inside the bone passing through the nail locking hole. The procedure was completed with the same device without significant delays. No further complications were reported.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and revealed the device is broken. The clinical/medical investigation concluded that, the fluoroscopic images provided support to the initial breakage of the part the subtroc lag screwdriver that was removed. However, the distal screw breakage which was reported as retained is not visible in any of the provided images as the distal locking area of the nail is not within the image. Based on the limited information provided, the definitive clinical root cause of the reported breakage could not be determined. However, we cannot rule out a procedural variance as a likely contributory factor. The retained shaft of the trigen low profile screw is implantable, so biocompatibility is not an issue. Since the shaft of the screw was reported as retained inside of the patient¿s bone, micro-motion/migration is unlikely. According to the report, the procedure was completed with the same device without significant surgical delay and no other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Verifying the device configuration according to the drawing print is within the steps of the final inspection. A review of material specification revealed that device materials quality are controlled during manufacture. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for intramedullary nail system revealed that fracture of the implant components has been identified as a possible adverse effect. Also, the indications section, establishes that the general principles of patient selection and sound surgical judgment apply to the intramedullary nailing procedure. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to poor insertion technique, surgical technique or user/procedural variance. As the device broke and a piece of it could not be removed from the patient, the contribution of the device to the adverse event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: additional information in b5.

Event description:
It was reported that, during surgery, the left intertan nail and the single sliding trigen low profile screw were placed. The distal locking was performed in the hole and the trigen low profile screw stopped advancing approximately 7mm to reach the second cortex. The screw head separated and did not allow advancement. The physician decided to retrieve the fragment with an adjustable pressure forceps but screw head broke. The shaft of the screw was left inside the cortex of the left proximal femur passing through the nail locking hole. . The procedure was completed with the same device without significant delays. No further complications were reported.